Event description:
It was reported that when the physician retracted the microcatheter (subject device) to deploy the stent, it could not be moved. The microcatheter had become stuck with the stent delivery wire. Continue attempts to retract the microcatheter were performed, and consequently, the microcatheter's shaft detached from the hub. The physician removed the stent delivery wire and microcatheter together as a unit from the patient's body. The physician successfully deployed a stent at the neck of the pseudo-aneurysm. The physician wanted to deploy a second stent to secure the vessel and the pseudo-aneurysm. However, the physician was unable to position the stent, and upon removal, the stent prematurely deployed into the internal carotid artery. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Microscopic and visual examination revealed a break at 6cm from the hub and 3 cm of the braid was exposed. Functional test cannot be performed as the stent delivery wire was stuck in the catheter. Information available indicated that the lesion was located in a highly tortuous anatomy and that high friction was experienced during advancement of the catheter. It is probable that due to high friction, the catheter broke during the attempt to deploy the stent. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the physician retracted the microcatheter (subject device) to deploy the stent, it could not be moved. The microcatheter had become stuck with the stent delivery wire. Continue attempts to retract the microcatheter were performed, and consequently, the microcatheter's shaft detached from the hub. The physician removed the stent delivery wire and microcatheter together as a unit from the patient's body. The physician successfully deployed a stent at the neck of the pseudo-aneurysm. The physician wanted to deploy a second stent to secure the vessel and the pseudo-aneurysm. However, the physician was unable to position the stent, and upon removal, the stent prematurely deployed into the internal carotid artery. There was no clinical consequence to the patient.